Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was placed according to the normal procedure and it was found that an air (small air bubbles) entered the dialysis machine from time to time during the patient's dialysis. It was noted that the arterial extension tube near the luer adapter was ruptured (had a hole) and had a bleeding/blood leak (unspecified amount). It was found that bubbles were bubbling in the artificial kidney and some air ran into it (air was introduced resulting in air bubbles), then 3 sets of artificial kidneys were replaced. The catheter was not repaired. Tego was not utilized. There was no cleaning agent used on the device. Nothing unusual was observed on the device prior to use, flushing was not performed prior to use and there were no other products utilized with the device. The adapters were tightened by hand and 2% clenbuterol was used to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The product was replaced with a new d/l (replaced with a new one) to resolve the issue and procedure was completed. Blood transfusion was not needed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak and hole on the extension tube at or near the luer adapter. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the catheter was placed according to the normal procedure and it was found that an air (small air bubbles) entered the dialysis machine from time to time during the patient's dialysis. It was noted that the arterial extension tube near the luer adapter was ruptured (had a hole) and had a bleeding/blood leak. It was found that bubbles were bubbling in the artificial kidney and some air ran into it (air was introduced resulting in air bubbles), then 3 sets of artificial kidneys were replaced. The catheter was not repaired. Tego was not utilized. There was no cleaning agent used on the device. Nothing unusual was observed on the device prior to use, flushing was not performed prior to use and there were no other products utilized with the device. The adapters were tightened by hand and 2% clenbuterol was used to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The product was replaced with a new d/l to resolve the issue and procedure was completed. Blood transfusion was not needed. There was no patient injury.